Event description:
It was reported that outside of surgery on an unknown time, the device was sent for preventive maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation a damaged comb was found. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's comb was damaged while performing preventative maintenance and they replaced it. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.